Manufacturer narrative:
The reported issue was addressed with phone support. An isi field service engineer (fse) followed up with the site and confirmed that the issues did not recur. The customer stated that it was a one time incident. No site visit was conducted. The system was working properly and no additional action was required. A procedure log review confirmed the inguinal hernia - unilateral procedure occurred on (B)(6)2022 on system sk4721. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the arm moved with unintuitive motion. Poor arm control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer universal surgical manipulator (usm) 3 was not functional. The customer stated that the usm had issues with engagement and non-intuitive motion. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.